Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve leak occurred. After the completion of the mapping on the right atrium, and while the exchange of the mapping catheter for the ablation catheter was being completed, it was noted that the vizigo¿ sheath had a hemostatic valve leak. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No air was believed to have entered the patient since there was only leakage of blood observed. No patient consequences or treatment.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. After the completion of the mapping on the right atrium, and while the exchange of the mapping catheter for the ablation catheter was being completed, it was noted that the vizigo¿ sheath had a hemostatic valve leak. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No air was believed to have entered the patient since there was only leakage of blood observed. No patient consequences or treatment. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. The additional finding of the broken hemostatic valve in the star section was also assessed as MDR reportable with an awareness date of 04-apr-2024. A device history review was performed for the finished device 60000322 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).